Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
The customer reported via the sales rep that the distal locking screw broke, but the nail remained complete. Further information has been requested from the sales rep. Patient was revised.